Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that her son's adc freestyle libre 2 sensor detached after 8 days of wear. The customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness, and an ambulance was called. Upon their arrival, the customer was treated with intravenous glucose and was taken to the hospital. The customer was hospitalized for 2 days to have his blood glucose monitored, however, no further treatment was reported. There was no report of death or permanent injury associated with this event.